Event description:
Medtronic received information that unexpected bleeding, associated with the use of a prostar closure device, was identified during the implant of a transcatheter bioprosthetic valve. It was reported that during the deployment of the closure device the operator noticed a spurt of blood not consistent with pervious insertions of the device. An 18fr introducer sheath was inserted without complication and no obvious leak was observed. The case continued and the valve was successfully implanted. When the introducer sheath was removed, oozing was seen and following use of a femoral angiogram, a leak of dye was seen in the common femoral artery. A 7mm x 60mm covered stent was inserted, and post-dilated with an 8mm x 20mm balloon with no improvement in the leak. A 9mm x 20mm balloon was subsequently used to successfully post-dilate the stent and closure was achieved. The patient's condition was stable at the completion of the case. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).